Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's power module to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device would not power on with ac power only. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the removed parts and determined that the cause of the reported issue was due to a blown fuse on the eos. The blown fuse will not charge the battery or function for ac power alone. This issue did not affect the dc power of the device, and the device would be able to power on under dc power.

Event description:
The customer contacted stryker to report that their device would not power on with ac power only. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.